Manufacturer narrative:
One speedband superview super 7 device was received for analysis. The velcro strap and the ligator head were returned and the handle assembly did not present any visible damage. A visual examination of the device found that six bands were present on the ligator head with the fourth and fifth bands caught under the second and third bands. The crimp was present on the trip wire. The ligator head teeth were noted to be bent and broken. The suture was found broken with one section attached to the ligator head and the other section attached to the trip wire loop. The trip wire was bent in several locations and was partially rolled in the handle. There is no evidence that the trip wire was secured in the handle assembly slot during the procedure. A functional evaluation of the handle was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely impacted the timing of band deployment and contributed to the complaint event. Therefore, the most probably root cause of the event is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during a banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the bands were found to be tangled up straight out of the packaging and was never used in the patient. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during a banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the bands were found to be tangled up straight out of the packaging and was never used in the patient. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.